Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit upon the customer's request to check if the unit was functioning properly. The fse performed full inspection and no repair was required. The fse also performed full calibration, functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm and autofill error. There was no harm or injury to the patient and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).